Manufacturer narrative:
Reason for reoperation reported as deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: brown and orange particles, opening curved on anterior, opening curved on radius, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening crease sharp on anterior and striated punctured. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.